Event description:
It was reported that during implant procedure, the left ventricular lead caused phrenic nerve stimulation. The lead was not removed and replaced. The patient was noted to be unstable after the procedure due to other health issues and not device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).